Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the clinic, a lead perforation was observed. Upon interrogation, high capture thresholds and low impedance were observed. A chest x-ray confirmed the lead to be in the same position as implant. An echo confirmed no pericardial effusion. The lead remains implanted.